Event description:
Study was performed on 16 patients (15 female and 1 male). There is one noted explant.

Manufacturer narrative:
The doctor states that he resected "one third of the trapezium." This is significantly more than the 1-2mm recommended in the surgical technique. There is no mention of any preparation of the dorsal cortical bone. He does not mention how much (if any) of the dorsal cortical bone was removed, and if a bleeding surface was obtained. This would be critical for the proper ingrowth of the tissue into the artelon wings.